Event description:
During a low anterior resection procedure, the device was fired 3 times. Inspection of the rectum showed an opening, so they had to close again. Laparoscopic inspection of the operation area showed several staples that were not formed correctly and had to be removed. The surgeon had to handsuture the rectum which extended the operation time and increased the risk of leakage. No pt consequence.